Event description:
It was reported the system intermittently has a communication error and locks up, and the x-ray indicator light remained on. There was no uncommanded x-ray. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.